Event description:
On (B)(6) 2022, this patient underwent endovascular treatment of an abdominal aortic aneurysm. A 18fr gore® dryseal flex introducer sheath was used for access. Bleeding from the valve was confirmed during the sheath was inserted. The sheath was removed, and the procedure was continued using a new sheath. No hemodynamic impairment or intra-operative blood transfusion was reported. The procedure was completed without any further issue. The patient tolerated the procedure. The device will be returned to us for analysis. A customer response is required. The physician reported a possible small hole in the valve. It was reported that the dilator was inserted in immediately because of the drop in blood pressure after blood from the valve was observed. According to the physician, quite a lot of blood blew rather than leaked from the valve. However, no intra-operative transfusion of blood products.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H.6. Type of investigation code b21 updated to updated to code b01 with completion of engineering evaluationh.6. Investigation findings: code c21 updated to code c19 with completion of engineering evaluationh.6. Investigation conclusions: code d16 updated to code d15the device was returned for evaluation. The device evaluation found that the valve could be inflated and retain fluid without issue.the root cause of the valve leak could not be determined because the event could not be confirmed.